Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter first name: (B)(6). Initial reporter address 1: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd smartsite¿ y-body valve needle-free connector leaked. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that the y site needless connection was leaking.

Manufacturer narrative:
H6: investigation summary: a complaint of the y-site needless connector leaking was received from the customer. The smartisite where the failure mode was presented was built in the combo 10 machine, the inside the combo 10 has a visual system by sensor to detect any irregularities in the fla or piston. If a defect is found in the machine the material is scrapped. In regards of the automation manufacturing process, it should be borne in mind that each assembled part is being 100% tested through the advanced sensors to detect any type of irregularities either on the fla or on the piston materials. Once the sample has been tested the automation equipment is able to segregate unacceptable samples with leakage condition, and hence, assuring no leakage on the part. This failure mode was reported in previous complaints. In these investigations also the component design was reviewed, it was found that the temperature requirement under the prd (product requirements document), according with functional requirements is in the range from 10 to 40 celsius degree. The ovality or irregularities conditions could be presented when the product is exposed beyond of the environmental. To reach out any type of plastic deformation such as ovality condition on the parts, they must be submitted or exposure no beyond to a range of -40°c= t (°c)=+52°c (-40°f= t (°f)=+125°f). The manufacturing environment within the cleanroom is roughly 20.55°c (69°f). A test of heat resistance of the smartsite valve to try of replicate the failure mode was performed by winnersh team, 60 samples were measured with temperature of 50°c, 52°c, 56°c, 58°c, 60°c and 62°c to different times and humidity. As result of this test, the defect of the ovality in the smartsite was shown in the environment of temperature of 58°c and humidity of 75% and above, outside the permitted ranges prd (product requirements document), the manufacturing environment within the cleanroom is roughly 20.55°c (69°f). Therefore, manufacturing process could be discarded as source of the leakage by ovality condition on smartsite valve parts. A trend review was performed for the model 5100r and no qns related to leakage for oval smartsite were found in the period (12 months) from (B)(6) 2020 to (B)(6) 2021. A trend review was performed for the model 5100r and no additional customer complaints related to leakage for oval smartsite were found in the period (12 months) from (B)(6) 2020 to (B)(6) 2021. The root cause of the leakage for oval smartsite was not found to be related to the tijuana manufacturing process.

Event description:
It was reported that the bd smartsite¿ y-body valve needle-free connector leaked. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that the y site needless connection was leaking.